Event description:
Obstetrician used the kiwi vacuum for a vacuum extraction using proper procedure. The following day the affected area of the infant's scalp was covered with large raised blisters in a defined circular pattern.when I spoke to the nurse she said that the doc did everything correct. While I was talking to her, there were other ob nurses around and they all said they did not like the kiwi because the cup was so hard. The facility notified the manufacturer, who indicated that the event is consistent with sensitive infant skin, although rare.